Manufacturer narrative:
Part of the suspect device was returned for investigation. The tip of the catheter was not received to investigate therefore examination was conducted on only the shaft of the returned device. The device was examined visually and microscopically. The complaint is confirmed. The root cause is attributed to the manufacturing process. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified.

Manufacturer narrative:
The suspect device has been returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges during a percutaneous transluminal angioplasty [pta] procedure, the catheter tip detached within the patient. The foreign body migrated further into the patient's artery. The physician attempted to retrieve the foreign body from the patient without success. The patient is scheduled for surgical removal of the foreign body.